Event description:
The consumer reported that she had the implant on her left side and developed an infection around the implant. The patient stated that the implant was floating in her side and was green/yellow. The healthcare professional told her the cause may have been hair follicles were messed with when it was put in. The patient reported she was in the hospital for 13 days and went home with an IV implant to resolve. The patient had the implant replaced later that year. The indications for use were occipital neuralgia and other chronic/intractable pain of the trunk/limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.